Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2022, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2022, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that product was explanted because suture never dissolved creating a superficial infection. Devices were discarded. Issue was resolved.